Event description:
It was reported that iab catheter "bent too easily" when catheter was inserted into sheath. Dr insists that he followed arrow insertion guidelines. As a result of insertion difficulty, another catheter was inserted. There were no reported pt complications.